Event description:
It was reported that while engaging the guiding catheter in the vessel ostium during a ptca procedure, a dissection occurred. The pt was sent to surgery. The pt status is listed as "stable".